Event description:
Reported 1 suspected false negative sars results for one patient tested on day 2 of onset of symptoms. The result was not confirmed by an alternate method.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Tested 5x returned devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: cannot duplicate with retains and returns. Source: phone.